Event description:
Distributor reported on behalf of user facility that the device was placed into use with pt. According to user facility, the pt had bleeding due to pressure on the trachea. According to reporter, the pt reported to physician where bronchoscopy was performed as a result of the issue. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.